Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting a random error 1 messages. There is no reported adverse event with this complaint. This report is made based on the allegation of the error 1 issue.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump boots to the verify screen with audible and vibratory features. All keys are fully responsive to user presses. No errors occurred during testing. Retuned battery and returned cartridge caps were used to complete testing.